Event description:
It was reported that the device was stuck on the guidewire. Vascular access was obtained via the radial artery. The 85% stenosed, 2.50 mm x 10 mm and eccentric in-stent restenosis, with a significant bend between 45 and 90 degrees, was located in the moderately tortuous and moderately calcified proximal left circumflex artery (lcx). A 6f non-boston scientific guide catheter and a non-boston scientific guidewire crossed the lesion and pre-dilation was performed with a 3.5 x 15 mm maverick balloon catheter resulting in 80% residual stenosis. A 3.50mm x 15mm nc emerge balloon catheter was then introduced. During advancement along the guidewire, the physician noticed that the device was jammed and the wire was unable to pass through the shaft of the device. The nc emerge and guidewire were gently pulled from the patient. The procedure was completed with another of the same device and the patient was stable.